Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4). Discarded.

Event description:
The sales associate reported a revision due to an infection. A subgaleal liquid accumulation was noticed only a few weeks after surgery. After aspiration the liquid was purulent and turbid and the decision was made to explant the implant.